Manufacturer narrative:
H10: the actual sample was provided for evaluation. During visual inspection of the actual sample, a breakage was identified in the arterial chamber of cartridge. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge dialyzer line, an external fluid leak and a breakage was observed at the chamber side. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.